Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9236-02pp trial central post broke off. This was discovered during a procedure with no patient harm reported. Additional information was requested.